Manufacturer narrative:
Implant date estimated since exact date unknown.

Event description:
It was reported a thrombus occurred. About a year ago, a left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. The patient was put on eliquis post procedure. At the patient's 45-day follow up appointment, there was no device related thrombus seen, so eliquis was stopped and the patient was taking baby aspirin only. However, the patient returned for their one year follow up appointment and a device related thrombus was seen on the face of the closure device. The patient will be put back on dual oral anticoagulant medication, most likely eliquis.